Event description:
The customer reported to beckman coulter (bec) a leak at the baths of the coulter ac *t diff 2 analyzer. The volume of the leak was about 20 ounces and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman service was not dispatched for this event because the customer was able to troubleshoot over the phone with the customer technical support (cts). The customer stated that the baths were overflowing. The cts had the customer drain the baths and rinse them with bleach. The customer did not find any clogs. The customer ran the instrument and there were no further leaks observed. The cause of the bath overflowing could not be determined with the information provided; however the customer resolved the leak by troubleshooting with cts. (B)(4).